Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire became detached and remained in the patient. The target lesion was 95% stenosed and located in the proximal circumflex. The lesion was treated using three passes of the oad. During the third pass, the crown jumped forward and the tip of the guide wire became detached. The wire fragment was unable to be snared and was secured to the vessel wall with a stent. The patient was in stable condition following the procedure.